Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery gauge was intermittently observed to be fluctuating. The customer's blood glucose (bg) ranged from 200-333 mg/dl. The customer continued to use the pump for insulin therapy.